Event description:
Independent repair center: alleged key failure defective. Low o2 or yellow light. Alarm will not function. As stated on the repair statement: alleged key failure on/off control panel defective. Low o2 or yellow light. Alarm will not function.